Event description:
It was reported that during ilet setup and when attempting rewinds through both the standard setup and the change cartridge and tubing workflow, the device repeatedly restarted to initial setup and failed to progress, consistent with a device problem where sufficient technical detail was unavailable to further characterize, and the specific component involved could not be identified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information to isolate a device component or mechanism beyond the observed restarts during cartridge handling and rewind attempts. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.